Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-feb-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that server had purge error. A technical support specialist (tss) logged into the station and followed the knowledge article medstation es - server purge failure - outboundmessagexmlmissing and resolved the issue. The system functioned as intended after the technical support specialist resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, purge error had been detected. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.